Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Event description:
Additional information received indicates surgical intervention may be undertaken to address the issue.